Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the case was performed by an abbott medical affairs advisor. Due to the lack of more detailed information, especially on the procedural details, the dvt (deep vein thrombosis) formation post-arteriotomy in this specific case is unclear. However, the clot formation embedded in the patient's femoral artery may be attributable to inadvertent venous compression during arterial hemostasis in combination with patient-specific susceptibility factors. Hence, proglide, in this case, is most likely indirectly involved in that it broke during the procedure, and surgical intervention had to be performed for retrieval and hemostasis. Resistance was possibly met during the attempted removal, which likely resulted in the reported guide separation and the subsequent damages noted during analysis. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient had a procedure in 2021 which was previously filed under MDR report #2024168-2021-05726-01. New information received states the patient experienced an increase in swelling in her legs after the procedure in 2021. Fifteen weeks later an ultrasound revealed the patient had a deep vein thrombosis at the junction of her common femoral vein and deep femoral vein. A blood clot became embedded in the femoral artery and a cut down surgery was performed to remove it. The patient underwent surgical implantation of an inferior vena cava filter. Possible cause for the newly reported patient effects has not been established. No additional information was provided.